Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy effluent. The cause of peritonitis was unknown. It was not reported if the patient was hospitalized for the event. The same day as peritonitis onset, the patient was treated with injection meropenem (1gm, once a day, intraperitoneal, discontinued after 15 days) and injection vancomycin (1gm, every 5th day, intraperitoneal discontinued after 15 days) for peritonitis. On an unknown date, the patient recovered from peritonitis. Pd therapy was ongoing. No additional information is available.

Manufacturer narrative:
The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.